Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for advanced heart failure and acute decompensated heart failure (adhf) on (B)(6) 2022 where inotropes were started. The patient was discharged to a nursing home after.

Manufacturer narrative:
Related MFR# 2916596-2022-12146. Manufacturer's investigation conclusion a direct relationship between the device and the reported right ventricular failure could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2022 captured under MFR: 2916596-2022-11868. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.